Event description:
The iab was inserted into the pt on 1/23/98 at 4:00 p.m. And removed on 1/24/98 at 10:30 a.m. The iab did not malfunction. A vascular surgeon was consulted and removal of the iab was required. The pt required surgical removal due to history of aortofemoral graft surgery. Event complications: surgery required to remove iab-reporter 1/28/98. Pt's current status: unk-rpt'd 1/28/98.